Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered on d-9 (product receipt date). Device evaluation indicated and codes entered in h3 and h-6. The reported condition could not be confirmed as no disengaged components were observed which could have fallen into the pt's cavity. However, a hole in the bag was observed. The exact cause of this condition could not be reliably determined.